Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. Motor passed motor test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received motor error alarms. The customer's blood glucose was 439 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother was assisted in clearing the alarm. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.